Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided shows a screw backing out of the plate. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed for a screw that was backing out of a resonate plate post-operatively.